Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, the loading unit fell off into patient's cavity when the device was inserted. The reload had been retrieved. There was no patient injury.